Manufacturer narrative:
The event is not a death situation. There was no life-threatening injury or any device defect reported either. However, there was prolonged unresolved post-operation symptoms experienced by the patient that may be due to implant positioning close to the c5 nerve. Although there was no device defect or out-of-specification malfunction reported in this case, the positioning of the implant may have led to the unresolved arm weakness and finger numbness and therefore failed to perform as intended. For this reason and out of abundance of caution to comply with 21 cfr 803 requirements, this event was reported. Device not returned for evaluation.

Event description:
The patient had a previous c5-c7 foraminotomy surgery in 2007 due to heaviness in the right arm when lifting, weak triceps, tingling in the fingers, and pain down the arm when extending the neck (e.g. Looking up) but not bending the neck in flexion (e.g. Looking down). In mid-2015, the patient started to experience the return of the pre-2007 symptoms. CT scan showed bone spurs at c4-c5. On (B)(6) 2015, the patient received a cervical fusion procedure using providence cage-t implant. Two days after the surgery, the patient reported difficulty flexing his right elbow (couldn't lift more than 2 lbs. And "the right deltoid and triceps were out"). The symptoms did not go away after taking medrol prescribed by the surgeon who did the implant. The patient, after reviewing the intra-op x-ray images, reported seeing the implant was slightly proud into the right foramen possibly interfering with c5 nerve. The unresolved symptoms, right-hand weakness and numbness bilaterally in index and thumb phalanges, continues to-date without any indication of improvement. There was no device defect or re-intervention indicated in this case. It is noted that the patient is a spinal surgeon himself. (B)(4) was notified of this situation in may 2017.